Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during a follow-up procedure, this implantable transvenous defibrillation lead was found to have a decrease in the sensing measurements. No capture was noted even with the outputs programmed to 7.5v @ 2 ms. Impedance measurements were within normal limits. However, some noise was noted. No adverse patient effects have been reported.